Event description:
A family member reported that the keypad buttons are sometimes unresponsive.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 06/29/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up-arrow and backlight keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under the up-arrow and backlight key contacts. (B)(6).